Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. The field service engineer replaced faulty control board to resolve the issue. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary system drawer was not detected on bus. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.